Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases flat, brown particles, opening curved on posterior and delamination partial of the valve. Leak test and microscopic analysis was performed which identified a void >1 mm in non-textured, valve-to shell-bond area, delamination valve and striated opening on posterior. The fill test inspection was performed, which found no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool and partial delamination of the valve.

Event description:
Physician reported left side "rupture" of a saline device. The device has been explanted.

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "rupture" of a saline device. The device has been explanted.